Event description:
The biomed reported that the v60 was displaying vent inop (diagnostic code 1007). There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the biomed reported replacing the motor controller (mc) to data acquisition (da) cable, and the data acquisition board, but the device continues to display vent inop (diagnostic code 1007). It was noted that the machine and proximal pressure sensors failed, to resolve the issue the da printed circuit board assembly (pcba) to mc pcba cable were replaced. The remote service engineer (rse) advised the biomed to reconnect da-mc cable and retest. The biomed reported that a burning smell was coming from the da board. The rse advised the biomed to contact parts source and attempt to receive a credit for the two parts. The biomed requested a quest bench repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
When the device was evaluated by the bench, it was confirmed that the device was displaying error code 1007. After testing was performed by the bench, it was found that the main board cpu board was defective. It was then reported that additional internal problems were found. It was noted that the device was failing multiple flow tests, the high pressure and leak test were also failing. The gas delivery system had malfunctioned and needs to be replace. There was cosmetic damage found. The touch screen was completely shattered, the base assembly and top cover were both damaged, the fan guard and filter retainer for the fan was missing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (cpu board and gas delivery subsystem) replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
A central processing unit (cpu) printed circuit board assembly (pcba) was received at the philips product investigation lab (pil). As the customer has previously ordered the cpu pcba while the part was on backorder, it can be concluded that the customer received their backordered cpu pcba and replaced it to resolve their device issue. The returned cpu pcba was installed in the pil test device by the pil technician (tech). The pil tech confirmed that the alleged device issue had been found in the event log of the device. After verifying the complaint and other erratic device behavior, the pil tech identified that crystal oscillators y6 and y8 were not producing stable frequencies, which was and is a likely factor in the erratic behavior. The y7 frequency could not be directly measured, as probing with an oscilloscope would cause the device to reset whether the component was functioning correctly. The pil tech also noted that the voltage measurement taken at y7 pin 3 was slightly lower than was observed on a known good board, meaning that the y7 could not be ruled out as malfunctioning. Further troubleshooting would require replacing the suspect crystal oscillators, making it impractical to identify any other suspect components. Based on the information provided by the pil testing, it can be concluded that the cpu pcba was a very likely contributor and likely the cause of the previously investigated device issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Contact information and contact office entity are updated.